Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 19:36:00.000. Insert battery alarm was found on: (B)(6) 2025 19:39:02.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 12:37:59 am. There was no power data available for the event date of 28-jul-2025. Unable to check power data for low battery alert. However, in further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 19:36:00 after more than 7 days at 11.85 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 15:05:00 after more than 7 days at 9.97 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 12:23:00 after more than 7 days at 11.97 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 28-jul-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 04:40:00.000, (B)(6) 2025 18:59:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 19:15:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.49 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.